Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ophthalmic console exhibited anterior chamber instability and the presence of air bubbles during the irrigation and aspiration phase of cataract surgery, specifically during cortex and viscoelastic removal steps of surgery. The issue was observed when operating at higher flow rates. The physician indicated that the irrigation inflow was not keeping up with the aspiration outflow, resulting in a chamber collapses slowly rather than a sudden occlusion break. Additional information was received indicating that the surgeon observed multiple bubbles in the anterior chamber causing chamber instability and difficulty with visibility throughout the irrigation and aspiration phase. The procedure was completed without any impact on the patient. Further information has been requested. This report pertains to ophthalmic console involved in the reported events.

Manufacturer narrative:
Additional information provided in sections d.4. H.6. And h.11. Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.